Event description:
Patient in for cysto procedure: cysto w/ simple removal stone & stent, cysto w/ ureteroscopy w/ lithotripsy. During this procedure, surgeon removed foreign body from the patient. Foreign body placed in medicine cup/biohazard bag and was delivered to operating room management. Physician and operating room director feels this foreign object is from faulty equipment. Appears to be a guidewire. Fragment, perceived residual guidewire retrieved during cystoscopy in (B)(6), patient had intervention by same provider in (B)(6) 2024.